Event description:
On 12/15: (B) (6) distributor reports via email, that during incoming product inspection, they found a sterile package was not sealed completely.

Manufacturer narrative:
Pending manufacturing investigation. Upon receipt of the manufacturing investigation, a medwatch 3500a supplemental report will be submitted.